Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset was confirmed via review of device images and was caused by an internal anomaly.

Event description:
It was reported that two days post-op, the patient felt a vibratory alert. Upon interrogation, the device was found in back-up vvi. The device was explanted and replaced.